Manufacturer narrative:
It was reported the [product] [customer complaint]. The issue occurred during [event]. There were no reports of patient harm.

Event description:
It was reported that the high flow insufflation unit's air supply stops automatically before the measured pressure reaches 10mmhg compared to the set pressure of 10mmhg. The third bar from the bottom on the gas supply pressure bar graph is lit green. The issue occurred during a laparoscopic sigmoidectomy and laparoscopic cholecystectomy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.